Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged. (B)(4). The full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the outer tubing overlay and the outer insulation had a cosmetic depression.

Event description:
It was reported that during a follow-up visit, it was found that the right ventricular [rv] lead had "permanently" increasing impedance and threshold measurements; thus, the physician decided to revise the lead. During the rv lead revision, the physician noted that there was blood in all of the device connectors. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.